Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: nalci baytaroglu h, hosal mb. Complications of periorbital cosmetic hyaluronic acid filler injections: a major review. Turk j ophthalmol. 2025 oct 27;55(5):276-286. Doi: 10.4274/tjo.galenos.2025.45213. Epub 2025 sep 18. Pmid: 40963300; pmcid: pmc12559836. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The author reported "they do not have any additional information to share." This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported via literature article 101 patients were injected with juvéderm® voluma¿ with lidocaine in the periorbital area. Patients experienced bruising (occurrence rate of 10%), early edema (occurrence rate 3%), early "contour irregularity" (occurrence rate 2%), blue discoloration (occurrence rate 1%), persistent edema (occurrence rate 3%). Early edema was treated with oral antihistamines and corticosteroids, and early contour irregularities, persistent edema and blue discoloration were treated with hyaluronidase. Symptom resolution is unknown.